Event description:
It is reported that the pt is experiencing pain a "catching" feeling when he raises his arm. The pt has been diagnosed with a mildly displaced fracture of the right scapular spine/acromion process.

Manufacturer narrative:
This report will be amended when our investigation is complete.